Event description:
It was reported that the customer felt the .018 platinum nitinol g/w single was packaged incorrectly. The technician pulled the device and noted that the "hard" end was loaded coming out of the introducer instead of the floppy end. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).